Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while using a pcb00 preloaded insertion system the second click was not made; therefore, the doctor pushed the plunger through the pcb00 preloaded insertion system instead of screwing it through. No patient injury reported. Additional communication on received (B)(6) 2015, verified the lens entered the eye by pushing instead of screwing the device, so without damage, the lens entered into the eye but not in the screw manner.

Manufacturer narrative:
Device available for evaluation: yes. The intraocular lens was implanted in the patient's eye. The delivery system for the lens was returned for investigation. A pcb00 delivery system was received for investigation. The system was visually inspected under microscope at 10x magnification. Scarce ovd (ophthalmic viscoelastic) residue was observed inside the cartridge. The plunger was observed loaded, locked, and engaged as required. The cartridge was observed in the correct position (fully engaged into lower body of the pcb00 delivery system). Stress marks were observed on the cartridge tip, which are typically observed when the lens is delivered as required. The customer's reported issue was not verified by the investigation/inspection. Manufacturing record review: the manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. A search on complaints related to the production order was conducted and revealed that no other complaints for this order number were received. The lens met specification prior to release. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens and use and handling of the delivery system. All pertinent information available to abbott medical optics has been submitted.